Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within acceptable range. The customer performed precision testing on two patient samples, which were acceptable. A siemens headquarters support center specialist reviewed the event data and determined that the potential cause of the discordant, falsely low vancomycin result could have been due to the pre-analytical factors. If the sample was not properly prepared prior to rerunning the sample (after sitting for a day), fibrin and/or cellular debris may have been sampled and contributed to the low recovery. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample upon repeat testing on a dimension vista 1500 instrument. The sample was initially run on an alternate dimension vista instrument, resulting higher. The initial result was reported to the physician(s), who questioned it. The sample was then repeated on the dimension vista instrument (s/n: (B)(4)), which resulted falsely low. The customer reran the sample on the alternate dimension vista instrument, which resulted higher than the result obtained on s/n: (B)(4) and matched the initial result obtained on the alternate dimension vista instrument. The discordant, falsely low result was not reported to the physician(s). The higher result matched with the clinical picture of the patient. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.